Event description:
A physician reported that a male experienced a fungal ulcer with abcess formation while using renu with moistureloc multi-purpose solution. The patient was initially seen by another practitioner on dave of event who prescribed zymar every half hour. The next day the patient was worsening and fortified antibiotic treatment (IV and topical voriconazole) was added. In 2006 and injection (intrastromal amphotericin) was given and the patient began an antifungal treatment (fungizone).as of 2006, the patient was still undergoing treatment and will require a graft.